Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was within specification in relation to the reported "flow accuracy" which was not confirmed or reproduced during evaluation. Baxter's device evaluation found the device to be accurate during flow rate testing with passing results. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-03706 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed. It was also reported there was no patient injury.